Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During interrogation of the implantable cardiac monitor (icm), it was noted that there was under-sensing due to loss of contact. No programming changes were made to the device. There were no adverse consequences to the patient.